Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow of medication during patient infusion. At 46 hours, drug solution remained in the bladder. After 72 hours of infusion, the drug solution remained in the bladder. The device contained 85 ml of fluorouracil and 146 ml of dextrose 5% solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between february 13, 2024 ¿ february 15, 2024. H11: the device was received for evaluation with 129 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.